Event description:
It was reported that when using the pyxis medstation es system drawer 3.2 pocket b6 failed to open, the customer stated that they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer corrected the failed cubie. The system functioned as intended after the field service engineer troubleshooted the device.